Event description:
Healthcare professional reported left side capsular contracture baker grade I and rupture. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ·rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. ·capsular contracture: unable to observe as it is not related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture baker grade I and rupture. Healthcare professional later reported rupture. Device has been explanted.